Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl) for 3 days. Reportedly, the customer believed that their bg levels were due to recovering from a recent unspecified surgery, and also from taking an unspecified medication. Customer delivered insulin with the pump to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.